Manufacturer narrative:
The insulin pump unable to download to the carelink software, problem isolated the mother board. The device also had minor scratched display window. (B)(4).

Event description:
The customer reported via a phone call, the insulin pump was unable to upload and was also unable to download at the customer's primary health care physicians office. The customer's blood glucose was unknown. The customer was advised the insulin pump needed to be replaced.